Event description:
New information received notes x-ray revealed externalized conductor. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found external insulation abrasions between 39.2cm and 39.8cm from the distal tip as a result of friction to the ICD can. Internal abrasions were noted between 19.1cm and 20.1cm from the distal tip. The abrasion in this area could cause the reported sensing problem. Internal abrasions were also noted between 12.5cm and 14.6cm from the distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the rv channel.